Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08093. (B)(6) clinical study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman closure device was successfully implanted using a watchman access sheath (was). No recaptures were performed and the device was deployed distal to and spanned the entire laa ostium with a complete seal noted. However, 2 days post-procedure a transesophageal echocardiogram revealed that a pericardial effusion occurred. No action was taken. The event is considered resolved. It was further reported that 3 months post procedure transesophageal echo (tee ) did not show a pericardial effusion.